Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed a persistent restart alert identified as an insulin shaft rewind error while the user was on the phone with support, and the device had no supplies installed at the time; troubleshooting and education were completed, and a replacement device was provided. Symptoms included no reported adverse physiological effects. Outcomes included no impact to the user¿s health and no need for medical intervention. Investigation included telephone-based troubleshooting, confirmation of the alert after a guided restart, and arrangement for device return and replacement. Investigation of this case revealed a device malfunction related to the insulin delivery mechanism consistent with an absolute range error of the insulin drive, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the insulin drive system.